Manufacturer narrative:
A surgical tech reported that she suffered a burn on her arm from the cord of the cautery device. No serious injury resulted, the burn was minor and a topical cream was prescribed. The sample was returned and evaluated. A sticky, yellowish substance measuring 1.5 cm in length was found on the cord approximately 13 cm from the cautery pencil. We were able to peel the substance off the cord. The source of the substance is not known. There were no burn marks, nicks or deformities identified on the cord and the insulation was intact. Assuming there was a heat source, it was not generated from the cord. If it was generated from the cord, the cord would be burned, damaged, or at a minimum it would have discoloration; none of which was present. A root cause for the reported incident was not determined. We have no information to suggest the device did not perform as intended. We have had no other similar incidents reported to us for this device. No corrective action is being taken at this time.

Event description:
A surgical tech suffered a minor burn to her arm which was thought to originate from the cautery device's cord.